Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor. Customer reported experiencing "severe rash and scarring" and having "several moderate to severe localized reactions to the adhesive use" with symptoms described as "redness, weeping skin, severe itching and persistent red mark left after 45 days in multiple locations". There was no report of third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.